Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The pneumothorax was identified by a chest x-ray. A chest tube was placed to resolve the pneumothorax. It is unknown if the patient required hospital admission due to the complication. Intuitive surgical inc. (Isi) has attempted to contact the physician to obtain additional information; however, no response ha been received.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.